Event description:
Literature: lee j-y, jeon bs, paek sh, lim yh, kim m-r, kim c. Reprogramming guided by the fused images of MRI and CT in subthalamic nucleus stimulation in parkinson disease. Clin neurol neurosurg. 2010; 112(1);47-53. Summary: this article present a study of 65 pts with parkinson's disease who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between (B) (6) 2005 and (B) (6) 2006 and had been managed for at least 6 months within conventional programming based on physiological responses. The aim of the study was to evaluate the usefulness of the visual info about the location of the contacts in dbs programming, and compared the outcome of stn before and after reprogramming guided by the fused image of MRI and CT. Reportable event: one pt had a lead removed due to infection. No pt outcome was reported.

Manufacturer narrative:
(B) (4).